Event description:
Surgical removal of penile prosthesis due to scrotal hematoma secondary to post operative blunt trauma. Patient apparently mashed or sat on his scrotum on 4/22/94. Following this it was noted by family that the scrotum began to swell and he developed a scrotal hematoma. Drainage through midline scrotal incision and hematoma formation caused subsequent implant inflation pump and tubing to be pushed out through scrotal incision.